Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited a loss of capture. An x-ray confirmed that the lead had become dislodged. The lead was deactivated. Patient was stable post event.